Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient alleged that the subject meter was reading inaccurately at about 10pm on (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of 110 mg/dl compared to 55 mg/dl on an accu-chek device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin, which he self-adjusts. He reported that after obtaining the result, he had administered his usual dose of 10 units of rapid acting insulin. He stated that around 10pm on (B)(6) 2018, he became ¿drowsy¿. He reported that around 4am on (B)(6) 2018, he was taken to the hospital where he was treated with dextrose 50%. He reported that a blood glucose result of ¿100 mg/dl¿ was obtained on the ER/hospital meter at 4am on (B)(6) 2018. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed he had used an approved sample site to obtain the blood samples. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result of 110 mg/dl on the subject meter and administering insulin.